Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code 4650: no adverse event; no patient impact. H3 other text: product not returned.

Event description:
The customer reported the sensor has "stopped taking measurements." No patient impact or consequences were reported.

Manufacturer narrative:
Other text: the returned sensor was evaluated; however, the concomitant patient cable was not returned. A short between the resistor and inner shield of the sensor was observed during continuity testing. A "replace sensor" error message was triggered on the lab monitor when the sensor was functionally tested. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the sensor has "stopped taking measurements." No patient impact or consequences were reported.